Event description:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to technician statement, it was determined that device failed internal leakage test, pressure transducer test and o2 cell/sensor test during pre-use check and water entered the air gas module from the air compressor connected to the ventilator. The air gas module regulates the inspiratory gas flow and gas mixture. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. Unfortunately, neither the device's logs nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).